Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed intermittently from 09may2025 at 23:45:48 to 11may2025 5:42:53. During the onset of these alarms, the backup battery loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the backup battery fault alarm. Each backup battery fault alarm self-resolved within the log file. No other notable events were observed. The system controller (serial number (B)(6)) was not returned for analysis. Per additional information, the controller was exchanged due to the frequent occurrence of backup battery faults. The root cause of the reported event was unable to be conclusively determined through this analysis. A CAPA was initiated to investigate the increase in reported backup battery faults. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6)) was inspected on 05dec2023. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that an emergency backup battery (ebb) fault occurred twice despite self-tests. Log files were sent for review. The event log file shows the ebb fault resolved with a self-test on 11may2025 @ 5:53:43. It was recommended to try replacing the ebb. The patient's system controller was exchanged due to the multiple ebb faults and battery changes over the last few months.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.